Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that following an ion lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the right upper lobe. The reporter indicated that the pleural lining may have been breached. A chest tube was placed, the pneumothorax resolved, and the chest tube was removed the next day. The patient was subsequently discharged home. According to the physician, the ion system performed as expected and the pneumothorax was not suspected to be device-related. No device issue or malfunction was reported in association with this event.